Event description:
The customer complained that the bed caster locked-up while a nurse was trying to move a pt. The nurse alleges that her back was injured as a result of transporting the pt in this bed.

Manufacturer narrative:
The tech determined that the foot brake/steer caster was out of adjustment and stuck in steer. The tech adjusted the caster, which resolved the issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.